Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, and lung disease. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging respiratory tract irritation and lung disease. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that ui (users interface) knob missing ,sd card cover missing ,dust like contamination at the air inlet, on the pca (printed circuit assembly), in the blower box and throughout the inside enclosure, white dust like contamination at the air inlet and the inside bottom of the blower box, thermal event on humidifier harness connector and pca and potential insect infestation. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 26 errors codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, observe dust contamination in the airpath, likely from a source external to the device and unable to directly address the symptoms or complaints. Device problem code grid, evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.